Event description:
It was reported that there was a malfunctioning lead. It was noted that the outcome was ongoing. It was noted that interventions included medical or non-surgical therapy. It was noted that the patient was being scheduled for a revision but the date was to be determined. It was noted that signs and symptoms included loss of efficacy and increased impedance.

Manufacturer narrative:
Analysis of the lead lot number v508246 found no significant anomaly. It was noted that the lead body was cut through, product segmented.

Event description:
It was reported during explant of a lead the lead fractured and left a device fragment in the patient. The physician tried to resect down and remove the fragment but was unsuccessful. The patient was implanted with a new lead and the new lead programming revealed ideal sensory responses. It was unknown why the patient's lead was being removed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Information was previously reported in regulatory report number 3007566237-2014-02709.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
Additional information reported upon removal of the malfunctioning lead the lead fractured and was unable to be removed. Surgical resection was attempted but was unsuccessful. There was no injury to the patient. The lead was replaced and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v508246, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v508246, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.